Event description:
Customer reported that the insulin pump has damage. Customer stated that is has a crack along the side that goes to the up arrow and there is a missing piece in the battery compartment and part of the battery is hanging out. Blood glucose value is 96 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube and tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.